Manufacturer narrative:
An outer box was returned with an outer and inner vial from pd-tsvm4613. Visual inspection of the as received products identified that the temper resistant tabs on the green cap of the outer vial were broken. The implant and the mount were missing from the inner vial. Only the cover screw was present in the inner vial. The vials did not identify any damage or malfunction and the labels on the vials and the outer box appeared to be in good condition. No deviations or non-conformances which could cause or contribute to the reported event were documented in the DHR. Lot was inspected and accepted by qa. Refer to the in-process and final inspections. The complaint was not verifiable, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The customer reported that the ¿box and the pouch were sealed¿ when they received it. However, it was identified that the tamper resistant cap on the outer vial was opened by the customer so the exact details and condition of the product as received by the customer could not be verified. All operations and inspections were executed as per applicable procedure. Therefore, based on the information provided, a probable cause could not be determined. UDI: (B)(4). (B)(4).

Manufacturer narrative:
Product returned was the empty package.

Event description:
It was reported that when the dentist opened the package of the implant for placement, the box was empty and it was no implant inside. The box and the pouch were sealed. The dentist was able to place another implant in the same surgery and could finish the procedure.